Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. Service was needed but their was no traces of liquid emanating from the bottom of the unit. This unit is running normally and as designed.

Event description:
It was reported the patient experienced low oxygenation. Reportedly, the patient's device stopped putting out oxygen. As a result, the patient was taken to hospital via ems. In turn, the patient was discharged.

Event description:
Reportedly, further investigation revealed the adverse event was unrelated to the usage of the device. Reportedly, the patient experienced covid-19 as well as over exertion.